Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 109 mg/dl. At the time of the report with tandem technical support the customer did not have an alternate method for insulin therapy. Multiple follow up attempts were made to obtain additional information, however, a response was not received.